Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device broke when the threads were going through during surgery. The surgeon changed the device to a ref (B)(4) to end the surgery. The piece remain secured inside the patient. No patient injuries were reported.

Manufacturer narrative:
The device was returned for evaluation. There was a relationship found between the device and the reported incident. The visual inspection of the device shows a device that has been used. The implant at distal end is attached and not damaged. The ¿loop¿ to pull the thread through was returned broken. There were no visible manufacturing abnormalities with the returned device. The multifix s-peek 5.5mm is a single used device and could not be functional tested. The deployment knob and the end cap could be rotate easily. No damages or manufacturing abnormalities could be identified on the dial. The complaint was verified, but a root cause could not be determined with certainty. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) bend or twist the inserter handle during or after insertion, (2) excessive forces during insertion (3) improper alignment of the inserter handle with the bone hole. The instructions for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.